Event description:
The complainant reported that the automated impella controller (aic) experienced a battery failure red alarm that was resolved by switching to a backup console. No clinical details regarding patient involvement/condition were provided.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the aic issue was a defective pbm board. This report is being filed as part of a retrospective review of historical records.